Event description:
Revision surgery performed on a pt with a margron dtc hip replacement due to unk symptoms - possible pain. During revision surgery, it was confirmed that the femoral neck had rotated. It is likely that the neck may have rotated postoperatively after the primary surgery and then become fixed again over time. Most likely this was due to surgical error in the primary procedure. No further issues after the replacement of the femoral neck have been observed. Note: portland orthopaedics does not admit, and specifically denies, that this medwatch form, or any discussion related to this matter, constitutes an admission that portland orthopaedics or the margron device caused or contributed to any of the problems/events mentioned, or that a recurrence would be likely to cause or contribute to a death or serious injury.

Manufacturer narrative:
The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by the foreign orthopaedic assn in its 2007 foreign natl joint registry report. This observed trend and portland's initial analyses were previously reported to FDA in MDR # 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc sys off the market in the u.s. Pending further eval of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.